Event description:
The tip of the instrument was missing, unknown if left in patient or not.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigation, including evaluations by a depuy material scientist has determined that user error is the root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue, even if not used properly. Modified sample pieces will be manufactured, and tested to determine possible modifications that may improve the strength of the tip. Once testing has identified improvements in product strength, they decided upon modifications will be captured. It is expected that improvements will be implemented by end of quarter 3, 2009. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.